Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device failed preventive maintenance. The unit fails the occlusion test and the flow-rate is out of range of calibration. There was no patient involvement.

Event description:
The customer reported, the device failed preventive maintenance. The unit fails the occlusion test. And the flow-rate is out of range of calibration. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced cracked sear, which caused occlusion error, replaced broken air in line, broken door assembly. A review of the device history record showed, the device had a manufacture date of 11/26/2007. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. Based on the findings, service determined, that the proximate cause of the reported issue was, due to wear of the sear 8100. During servicing, we identified a faulty sear. Which constitutes a reportable malfunction. There was no patient involvement. Functional testing confirmed, that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations, found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted, for the following parts replaced that have an already existing CAPA. Ca-2013-0494 for damaged sear, ca-2014-0284 for ail, 00926 for door latch.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device failed preventive maintenance. The unit fails the occlusion test and the flow-rate is out of range of calibration. There was no patient involvement.